Event description:
As reported by the affiliate, this patient was treated with two cypher stents in the mid to proximal left anterior descending artery (lad). Twenty three months later, the patient complained of chest pain, and was taken to hospital. While being transported to the hospital, the patient developed ventricular fibrillation, and electrocardiogram abnormality was confirmed with st segment elevation at v1 - v4, and vl. Coronary angiography was conducted, and the thrombi were observed at the proximal side to the distal end inside the implanted stents in the lad. To treat the thrombi, aspiration was conducted and then a 4.0x32mm liberte bms was implanted proximal, and inside the previously implanted stents. The physician commented that the possible cause of the thrombotic event was that the implanted stents were under-dilated, and adminstration of aspirin and ticlopidine hydrochloride were stopped. This patient presented for elective pci of the proximal to mid lad. The lesion was pre-dilated with a 1.5x15mm balloon at 10 atm before a 3.0x33mm cypher stent was deployed at the distal end of the target lesion at 16 atm. It was followed by a 3.0x13mm cypher stent deployed at 18 atm at the proximal end of the previous cypher and overlapping it. Post-dilation was conducted with a 3.5x15mm balloon. 20atm, ivus was conducted. The residual diameter stenosis measured 0 %. Timi flow before the procedure was 0, and 3 after the procedure. Act was not measured. The physician commented that the cypher stents with smaller diameter than the actual vessel diameter were chosen to deliver them, and they passed the cto lesion. The stent was sufficiently dilated with a-3.5mm-balloon. Eleven months later, pci was performed on a lesion in the distal rca, and a 3.0x23mm cypher stent was implanted at 16 atm.

Manufacturer narrative:
Please note that this device is not distributed in the united states but is in drug-eluting class of devices. It is similar to the us distributed product. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is also one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2008-02632.